Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured aneurysm with a max diameter of 7mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 3.2mm distally and 4.1mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the pipeline ped stent was deployed in situ. Previously, the distal end failed to open properly. After retrieval, an attempt was made to open it on a straight segment, but it still could not open. The issue was resolved by replacing the stent. The angiographic result post procedure showed blood vessel patency. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Or there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device and marksman catheter were returned for analysis, in a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex braid was returned stuck inside the marksman catheter. Damaged location details: the pipeline flex distal wire was observed to be broken proximal to the dps sleeves. The distal broken end was not returned. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched. The braid¿s distal and proximal ends were open and frayed. The middle part was fully open. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex device braid was removed from the marksman catheter hub without issues. The broken end of the distal wire was sent out for scanning electron microscopy (sem) failure analysis testing. The sem results indicate that the fractured end failed via torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex braid¿s distal and proximal ends were open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal, and the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Additionally, the distal wire of the returned p ipeline flex device was broken proximally from the dps sleeves. The broken end failed via torsional overload. Possible causes of the break failure could include over-manipulation and twisting. In addition, the damage observed on the hypotube (stretched) and braid (fraying) indicates that a high force was applied. The damage likely occurred when the customer attempted to advance the pipeline flex device through the marksman catheter against resistance. Possible resistance causes include a lack of a continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when the issue occurred. The device was retrieved and redeployed multiple times in an attempt to facilitate opening; however, no additional devices were used because the distal end could not be opened and excessive deployment was avoided.